Event description:
It was reported that a patient had high levels of cobalt at the 2 year follow-up visit. Chromium levels were below detectable level. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Year of birth - (B)(6). Concomitant medical products: cat# 01.00102.215 wagner sl revision stem 15/225, cat# 010000666 g7 pps ltd acet shell 58g, cat# 110024465 g7 dual mobility liner 46mm g, cat# ep-200152 act artic e1 hip brg 28x46mm. Report source: foreign: country: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00918, 0001825034 - 2022 - 00919.

Manufacturer narrative:
Upon reassessment of the reported event, the head was determined to be not reportable as there was an error in reporting, and the cobalt levels were not elevated. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the head was determined to be not reportable as there was an error in reporting, and the cobalt levels were not elevated. The initial report was forwarded in error and should be voided.